Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold and one curved opening on the radius. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified one striated opening on the radius. Based on the device analysis, the final assessment was one striated opening assessed as surgical damage consistent in the use of some surgical tools. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and seroma-late.

Event description:
Additionally, healthcare professional reported seroma, "double capsule", swelling, lump, and "crease/folding of implant." Device has been explanted.